Event description:
It was reported that the implantable cardioverter defibrillator (ICD) alerted for right ventricular (rv) pace impedance greater than 3,000 ohms. The measurement appeared to be an isolated incident. No signal noise was observed. Technical services recommended additional troubleshooting related to the rv lead (non-boston scientific product). The ICD and rv lead remain in service and no adverse patient effects were reported.